Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported that the insulin pump had under delivery alarm. The customer¿s blood glucose level was 346 mg/dl and 164 mg/dl. The customer stated that the instead of having 13.2 units of insulin and only got 11.7 total units on the insulin pump. The customer was advised that the pump will need to be replaced. The insulin pump will be returned for analysis.